Event description:
The pt's diagnosis was not provided by the reporter due to confidentiality concerns. The device was not returned to the co for exam so an analysis of the device could not be performed. The reported offered no evidence or explanation as to why she considered the device to have "adhesed to the vessel wall."this was not reported as an MDR because the event did not meet the criteria for reporting under the MDR regulations. Menlo care did not view the application of heat to be medical intervention. Mechanical phlebitis is a acommon consequence of i.v. Therapy and is listed in the instructions for use for this device as a possible outcome of its use. The pt's diagnosis was not provided by the reporter due to confidentiality concerns. It was the opinion of our engineers that the hub of the returned device separated as a result of product abuse rather than defect, this was not reported as an MDR because the event did not meet the criteria for reporting under the MDR regulations. The pt's medical history was not provided by the reporter ofs this event. The device was not available for examination so failure analysis was not possible. The pt info was not provided. Portions of the device were returned and examined under magnification that the edges of the cannula were smooth and slightly angled. Such a presentation occurs when the cannula is cut with scissors. The pts' info was not provided. Ten catheters from the lot that was reported to be involved were returned and examined. The ten catheters were free of any defects or blemishes that could result in inflammation. It was noted that these two pts developed a phlebitis near the insertion site 8 hrs and 3 days after insertion. This was not reported as an MDR because the event did not meet the criteria for reporting under the MDR regulations. The pt info was not provided. The device was not returned to the co for exam so an analysis of the device could not be performed. The pt's diagnosis and medical history were not provided. The event date was really 5/27/94. As received, it was free of any defects. This was not reported as an MDR because the event did not meet the criteria for reporting under MDR regulations.